Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported readings of 78 mg/dl, 157 mg/dl and 148 mg/dl within ten minutes. No adverse event reported. Meter and strips replaced and requested for return.